Event description:
It was reported that the patient experienced dizziness and fell multiple times. The last time they fell coincided with the onset of high impedance and noise on the right ventricular (rv) lead. There were short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes, and an alert triggered. Oversensing was noted with isometrics, and pace/sense fracture was suspected. The lead was cut, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).